Event description:
Laser lithotripsy was being done. Our cst was holding the fiber to prevent it from touching the flow. As the surgeon activated the laser machine, the cst jumped and said ouch, looking at hand. Sterile glove removed and a white spot on the medial aspect 3rd finger right hand. Fiber examined and was found to be broken into two pieces. No further laser use was required. Procedure completed. Laser data for procedure: machine #(B)(4) rep rate: 8 hz; power 8 w; pulses 6424; total seconds 677; joules 6424. Laser fiber: reusable 365um #(B)(4) lot j18130 exp. 08/2013 (B)(4).